Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone13.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pink slide did not move forward, although she felt the needle deploy against her skin. This indicates a needle mechanism failure. The pod was worn between 4 to 24 hours. Upon removal of the pod, the cannula was found to be bent. Blood glucose levels were reported to be >250 mg/dl while wearing the device between 4 and 24 hours.